Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, h10. Review of the most recent repair record determined the cutter failed testing due to an incomplete cut. The gear, spring pin, collars and bearings were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00041.

Event description:
No additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. Associated cutter medwatch: 0001526350-2023-00041.

Event description:
It was reported that outside of surgery the cutter failed the mesh test cut. No adverse event was associated with this malfunction. Due diligence is in progress. No further information is available at this time.